Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the survey respondent mentioned about bacteriuria when they were asked of complications while using the bard 3-way straight tipped hydrogel coated prostatic catheter. It is unknown what medical intervention is provided.

Event description:
It was reported that the survey respondent mentioned about bacteriuria when they were asked of complications while using the bard 3-way straight tipped hydrogel coated prostatic catheter. It is unknown what medical intervention is provided. Per follow-up information received on 20apr2022,patient experienced only pain when using the bard 3-way straight tipped hydrogel coated prostatic catheter.

Manufacturer narrative:
As per the additional information received, bd has determined this event is not reportable. The device was not returned.